Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Medwatch field phone number was provided as (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin t hs stat assay (tnthsst) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 19.83 pg/ml accompanied by a data flag and this value was reported outside of the laboratory to clinicians. A second sample collected from the patient resulted with a value of 3 pg/ml. The first sample was then repeated, resulting as 4.70 pg/ml accompanied by a data flag. The second sample was also repeated, resulting as 3.24 pg/ml. No adverse events were alleged to have occurred with the patient. The tnthsst reagent lot number was 267654. The reagent expiration date was asked for, but not provided. Upon review of alarm trace, calibration, and quality control data, no issues were seen.

Manufacturer narrative:
The field service engineer ran performance testing and parameter levels were too high indicating a measuring cell issue. The measuring cell was changed. Performance testing was performed again and passed. The investigation was unable to find a definitive root cause.